Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch sjmtql, expiration date: jul/31/2027, date of mfg.: aug/31/2022. Batch shmqqb expiration date: jun/30/2027, date of mfg.: jun/26/2022. In addition, a review of the manufacturing record evaluation for the possible batch numbers were performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: d4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch sjmtql. Batch shmqqb. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Can you describe the appearance of the suture during second procedure? Were there any patient stress factors that precipitated the event of the suture breakage post-op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is the exact lot number associated with this complaint known? If yes, please provide. Was this complaint reported for 1 suture with possible lot numbers of sjmtql and shmqqb? What is the patient's current status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Days later, the patient had to be taken to the operating room again because the suture thread burst and a complication occurred, an eventration. The re-operation had to be performed as an emergency. Additional information was requested.